Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Trend code analysis is performed in the monthly complaint review.

Event description:
The customer reported a variance between the inratio inr result and the lab inr result. The results were as follows: (B)(6): lab= 1.9, inratio= 2.5. The patient self tester's therapeutic range is: 2.5-3.5.